Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with pause episodes. Review of remote transmissions revealed the episode was caused by undersensing and noise. The physician was aware of the event, as the patient has had several pause episodes in the past. No intervention is currently planned and the patient will continue to be monitored.